Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain and patient states that he feels like the stimulation is not working as well but states group b works better than all the other groups. The patient reported falling multiple times after the implant, though the exact timing was unclear. During testing, unintended rib stimulation was noted on both the right and left sides, and stimulation could only be achieved in the thighs, indicating limited coverage. The physician planned to send the patient for imaging. New stimulation groups were programmed for the patient to try for 7-10 days each, and the patient was instructed to turn the stimulation off for 3 to 4 days to assess any differences. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.